Manufacturer narrative:
The devices in question were not returned for evaluation; they were discarded at the hospital. Without return of the units it is not possible to determine if some damage or defect existed on the units that could have contributed to the event. No corrective actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that discrepancies in pressures between the nibp and the disposable pressure transducer (dpt) were noted in an unspecified number of cases with an unspecified model number of dpt. There was no further information received regarding patient status, demographics or expected values. There were no patient injuries reported regarding these events.